Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator showed 100% battery life in (B)(6) 2016 and then showed 25% battery life on (B)(6) 2016. Data from implant, (B)(6) 2015 was received, but no conclusions could be drawn without more recent data. No further relevant information has been received to date.

Event description:
Additional programming data was received and reviewed. It was observed that the generator has reached ifi = yes status..

Event description:
Programming data was received, which indicated that the battery was depleting more quickly than expected. The longevity tables estimated between 6.8 - 3.9yrs from beginning of life to ifi, but the battery voltage was lower than expected for the charge consumed. No further relevant information has been received to date.

Event description:
Additional information was reported that this patient has been referred for a generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's generator was replaced. No other relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.

Manufacturer narrative:
Event description, corrected data: follow-up report #4 inadvertently did not include that the device has been received by the manufacturer. Device available for evaluation, corrected data: follow-up report #4 inadvertently did not check yes, and include a date. Device evaluated by MFR, corrected data: follow-up report #4 inadvertently did not check no, and use code 02.

Event description:
The device has been received by the manufacturer and analysis is underway but has not been completed to date.

Event description:
The generator underwent product analysis and premature end of life was confirmed. The pcba (printed circuit board assembly) failed several electrical tests, therefore fine grit sandpaper was used for the removal of contaminates from the trimmed edge of the pcba. Once the trimmed edge of the pcba was cleaned, it passed all electrical testing. The contamination that was observed on the trimmed edge of the pcba suggests probable electrical and resistive paths that were established between the copper edges of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported premature end of life. No other relevant information has been received to date.